Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was no audio alert from the headphones on the g5 application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no audio alert from the headphones on the g5 application was confirmed. The root cause was determined to be patient misuse as the patient had the high alert set to vibrate only and no alert sound would be made.